Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported damaged of the clip introducer. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) and mitraclip xtw (40104a2053) were prepared per the instructions for use (IFU) and were inserted without issues. However, when the clip was exiting the sgc in the left atrium (la), a loss of fluid column was observed. An electrocardiogram (ECG) was performed and revealed st elevation. The device was lowered, and aspiration was performed. The sgc was removed and replaced, and the procedure was continued. A mitraclip xtw (40104a2053) was inserted without issues. However, while pulling the clip through the introducer, the clip arm became damaged. Therefore, the clip was removed and was replaced. A second mitraclip xtw (40115a1027) was inserted into the sgc. However, while attaching the stopcock to the introducer, it was observed that a piece of the introducer cover to the clip had snapped off. Therefore, the clip was removed and replaced. The procedure was completed with one clip implanted, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.